Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91205632 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua201822 documented in the record #(B)(4).

Event description:
On april 5, 2022, genmark was advised of an unexpected positive result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 run suggesting the consumable performed as expected. The sample, an external control, was a maine molecular quality control (mmqci) sample ("positive a"), which was not expected to detect sars-cov-2. A second mmqci external control sample ("positive b") which includes the sars-cov-2 target, was also tested on the eplex rp2 assay and generated the expected positive results. Consequently, results were not communicated to physicians, as external control testing is for internal use only.